Event description:
The ge oec 9800 fluoroscopy system would not properly save or store images. Image directory does not function correctly.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a corrupt hard drive that was removed and replaced and updated software was installed. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.